Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of issues with their insulin pump. It was reported that the device was not giving the full dose of insulin. It was reported that the customer had high blood glucose levels. The customer's blood glucose level was reported to be as high as 486mg/dl. It was reported that the customer treated with set change and pump. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator or battery tube assembly during visual inspection. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.